Manufacturer narrative:
The following additional information is a physician's film review: case in summary: this case involved stenting of a left circumflex in a gentleman which 60 days later the circumflex stent was noted to be fractured with 3 to 4 mm of separation of the stent components. Case in review: the angiogram demonstrated a circumflex that was tortuous that had a severely angulated segment with evidence of a muscle bridge. The circumflex was clearly intramyocardial with systolic compression of the vessel. There did not appear to be a lesion that was atherosclerotic; however, I do not have ivus info. A long 28 mm stent was placed on this rather angulated segment and a second stent placed proximally where there appeared to be a spasm after the first stent was deployed. There is no evidence of re-stenosis and there was no apparent pt injury. Final impression: I believe the stent was placed on a markedly angulated segment with a muscle bridge which the mechanical forces led to the fracture and separation of the stent. Additional information will be submitted within 30 days of receipt.

Event description:
A patient had a two stents implanted in the mid left cx lesion: a 2.5x28mm and a 3.0x28mm placed proximal to the first. The site was not predilated prior to stent implantation. Sixty days later, catheterization revealed a complete stent fracture on and separation of the 2.5x28mm stent on fluoroscopy. The stent separation measured 3-4mm. The catheterization also showed that during each systolic heartbeat the vessel had some moderate flexion. The lesion was patent and no stenosis was noted at this time.